Event description:
It was reported that the patient presented to emergency room. Review of the transmission revealed that the right atrial (ra) lead exhibited p-waves and r-waves occurring simultaneously. A chest x-ray confirmed that the ra lead was dislodged. The ra lead was repositioned and remained implanted. The patient was in stable condition.